Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The root cause of the purge leak issue was not determined since product was not returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were investigated and all the 5s parameters were found to be in specification. No motor current spikes, suction alarms observed. No positioning issues were observed. Impella position unknown alarms were observed prior to the placement signal not reliable (psnr) alarm. Placement signal trend was seen to be trending down into negative value of 80mmhg and then going out of specification on 89th day of support. Therefore, the root cause of the optical signal issue was sensor silicone wear which happened after the design life of the pump and is therefore misuse of the pump. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial. Manufacturer device report number 1220648-2025-25765. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that during support, there were placement signal issues. The placement signal was not reliable. Motor current, purge flow, and pressure have all remained stable. Support continued.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, a leak at the yellow to yellow connection was observed. Staff changed the purge cassette however this did not resolve the issue. The pressures and flows were in range so support continued and staff monitored. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.". ¿clean the connector cable with 70% isopropyl alcohol.¿.